Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 300mg/dl. The caller stated that insulin pump alarmed. The drive support cap appears normal advised the customer to discontinue the use of the device and revert to back up plan. The customer mentioned being in the hospital for non diabetes related issues. The customer has kidney issues, had a pic line, and it got infected. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk.